Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted in the cx and lad. Approx. Approx. 5 weeks post index procedure, the patient experienced heart failure. The patient was treated with medication but the following day the patient died. The death was classified as a sudden cardiac death. The investigator assessed the event as not related to the device or antiplatelet medication. Sponsor assessed the event as possibly related to the device and antiplatelet medication.

Manufacturer narrative:
Additional information: the cec adjudicated the event as a cardiac death. If information is provided in the future, a supplemental report will be issued.